Event description:
Patient was initially implanted with click x l3 to s1 on (B)(6) 2005. The patient presented on an unknown date with adjacent level segment disease combined with very hard bone. The surgeon performed an extension of the construct to l2. During the procedure, one screw broke in the middle upon insertion, leaving approximately 20mm portion of the screw in the patient at l3. Subsequently, while attempting to insert a screw at l4, the screw was stripped at the head using a hex screwdriver. The surgeon removed the screw and elected to use the matrix pedicle screw system as a replacement system. Subsequently, the case was delayed by an additional 45 minutes. This report is number 1 of 5 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned. A review of synthes device history records for manufacturing revealed no complaint related issues.